Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection. All of the poly components of a gmrs knee were revised. Rep provided a patient packet including an operative report from the previous surgery and lab report, and confirmed that no further information will be available.